Event description:
It was reported that the patient experienced increased spasticity in her legs. This had occurred multiple times since (B)(6) 2012. There were no volume discrepancies. No diagnostics had been performed. The patient questioned, "if my catheter line is leaking at all, what happens to the medicine that is leaking into my body?" The patient was not sure if something had happened to the catheter. "This has been going on for a while and I'm just trying to rule out possibilities of what it could be." It was noted that in (B)(6) she was getting her pump adjusted and it would last a good 8 weeks or so before needing to have it adjusted again. Now when the pump was adjusted to a higher dose the patient would see a change for about 2 weeks and then she¿s right back to where she was. The patient reported that "normally they do a 20% increase for me to see any kind of changes." Last time they did a 10% increase "and I didn't see anything." The patient thought the drug was generic baclofen and the doctor¿s office had changed to a less expensive brand. It was also noted that when the patient took copaxone and it was changed to a pre-filled syringe she was allergic to the ¿stabilizer¿ in it and broke out in hives. Recently, the patient was getting her pump refilled every 7 weeks. The patient had fatigue with oral baclofen and her fatigue level had been getting worse. The patient does not want to take oral baclofen. They tried more at night and less during the day, "but that was even worse." So they went back to continuous. The patient reported "have fallen some, so there have been the twisting issues¿ when getting up. The patient stated that her ms issues are in the lower body so when she gets stiff she has to use her upper body and neck muscles more to move her lower body which is tiring. The pump was located in the right lower abdomen. The dose started out at 25 mcg baclofen and is now around 1200mcg; 2 years after implant. The major increase had been since (B)(6) 2012. Prior to (B)(6) the dose was thought to be around 500.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient had progression of her multiple sclerosis and had elevated stress in her life. The patient hit a plateau with her multiple sclerosis symptoms and her stress was now much lower. They were now titrating her back down on her daily rate because she was too loose. The patient showed improvement with dose adjustments in ¿spring 2013¿.

Event description:
It was later reported that the patient was feeling like she was getting relief from the pump, it just didn't seem to be enough. Flow study showed easy aspiration of drug/csf, with dye being seen intrathecally at the catheter tip and with no extravasation of dye along the rest of the catheter or connections. The pump rotor study showed rotor turn of 60 degrees; normal flow/rotor study. The issue arose sometime after the patient was switched from baclofen to gablofen. The patient status was reported to be ¿alive - no injury/no adverse event¿.

Manufacturer narrative:
(B)(4).